Event description:
The customer reported that they were not getting an audible alarm from their mx40 device. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they were not getting an audible alarm from their mx40 device. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.